Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery compartment crack. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: two battery compartment cracks were observed. The returned battery cap threads and top was worn. The cap was unable to secure properly to the pump; a test cap was used for investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.